Event description:
It was reported that infection occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Five months earlier, the patient had a pacemaker implanted without issues and it healed well. Approximately one month post watchman implant the patient developed right-sided chest swelling. The patient was placed on antibiotics which was unsuccessful in treating the infection. The patient was hospitalized for five days and the pacemaker was ultimately explanted due to a staphylococcus infection. The watchman device was not removed as it had healed over. There is no plan to explant the watchman device as there is no evidence that the watchman device caused the infection. No additional information is known.

Manufacturer narrative:
Estimated based off event onset reported as mid-(B)(6) 2021.